Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (e4) initial reporter also sent the report to FDA? No selected, (g2) report source (check all that apply) company representative added and the following correction to (b5): it was stated that during device examination, foreign material was found at the light guide lens and the distal end. Correction: the foreign material was found in the adhesive around the light guide lens and the distal end. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it is unknown if there were any deviations during the reprocessing performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's reported issue with angulation was confirmed: the examination showed the forceps lever had play due to a worn knob wire. Visual examination of the device found the following issues: the plug unit was scratched; the mouthpiece, scope connector cover and universal cord protector had corrosion; the distal end was sheared; and the adhesive around the adhesive lens was discolored. In addition, some components required replacement as per maintenance requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had an issue on one tab which prevented it from angulating. The device was returned to olympus for evaluation. During device examination, foreign material was found at the light guide lens and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
G2 entry added.